Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implant is not helping her anymore and she is in too much pain for probably about a year.  Patient stated they are charging the ins right now at excellent recharging quality, implanted device 100%, controller 80% charged. Patient stop charging the ins and plug the controller into the outlet to charge. Patient mentioned she is on group b with four programs. Agent asked clarifying question and patient said she does not use group a because group a gives her shocks. Agent reviewed how to adjust intensity level on group b programs. Agent reviewed device function. Agent recommend patient monitor her symptoms and consult with hcp ofc for next steps if necessary. Patient services specialist asked patient if she had any falls or trauma and patient said she has problems with her balance and fall but she does not hurt her head or anything. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.